Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / pt contacted lfs on (B) (6), 2010 alleging that his one touch ultra meter does not power on. A medical surveillance specialist (mss) spoke to the pt on (B) (6), 2010 and obtained the following info: the pt stated that on the evening of (B) (6), 2010 at around 6:30 pm, he attempted to test his blood glucose and the meter would not power on. He took his set amount of insulin, a couple of hours later, he felt dizzy and exhibited blurred vision. He claimed that he associated the blurred vision and dizziness to low blood glucose; therefore, self-treated with glucose tablets and felt better 1-2 hours later. He did not seek any further medical attention or contact his physician for assistance. The pt does not recall what his blood glucose readings were prior to the event. While troubleshooting, it was noted that the battery needed to be replaced; however, the pt did not have replacement batteries at the time of the call. This was not the first time the product was being used. The meter did not power on by pressing the power button. The pt was using the correct vial of test strips. The product was replaced. The complaint is being reported since the pt alleged that due to the meter not powering on, he took insulin and later developed symptoms suggestive of a serious injury and had to self-treat with glucose tablets.